Manufacturer narrative:
Date of event is unknown. The best estimate time would be between 3/23/2021 and 8/11/2021. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with bilateral implants of the tecnis eyhance intraocular lenses (iols) is complaining of shadowing. The patient reported that the images all look shadowed. The surgeon did his best to assist the patient, but is now planning to explant one of the lenses. The patient is -0.70, 20/30 -2 in one of the eyes with distance issues. Through follow-up, it was learned that the lens in the left (os) eye has been explanted and replaced with another johnson & johnson zcu150 lens (different model and lower diopter). At one day post-operative (op), uncorrected visual acuity (ucva) is 20/30. The right eye remains implanted. No further information provided. This report captures the lens implanted in patients left eye. A separate report will not be filed for the right eye as the left eye was the only eye that underwent an exchange.